Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. A leak test found no leaks or tears in the soft cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's mother that they had a medical event on (B)(6) 2021. The patient's mother stated they changed the pod on (B)(6) 2021 in the evening. They stated the patient went to bed, and during the night, their blood glucose (bg) levels rose. The mother stated they had to give numerous corrections throughout the night to attempt to lower their bg;s. The mother stated that when the patient woke up the morning of (B)(6) 2021, the patient was still high, was vomiting, and had large ketones. They stated they removed the pod, gave the patient a manual injection, activated a new pod, and then brought the patient to the emergency room (ER). The patient was diagnosed with hyperglycemia. The patient was treated with intravenous therapy with fluids, dextrose and zofran. Patient was released after 4 hours.